Event description:
Healthcare professional reported xen®45 gts events described as 3 - 4 cases had xen revisions performed where the bleb had fibrosed. In some cases, the stent was damaged during revision and a second stent was implanted via ab-externo technique and another case where the stent was blocked by the iris; yag laser was performed and some iris fragments then further blocked the stent requiring a second stent. Post-operative outcomes have been excellent.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.